Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2020, 5866-38m adaptor, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance. It was also noted by the clinician that they suspected loss of capture on telemetry. The lead and device remain in use. No patient complications have been reported as a result of this event.